Event description:
It was reported that a patient presented with loss of capture noted on the patient's right ventricular lead. Chest x-ray was performed revealed no dislodgement. Echocardiogram was also performed showing no injury or effusion. The lead was programmed off until further intervention. No adverse patient consequences were reported.